Manufacturer narrative:
The prograsp forceps instrument has not been returned for failure analysis. A review of the provided images show a broken grip cable and a dislodged proximal clevis (along with a broken main tube that allows the clevis to dislodge). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia transversus abdominis release (tar) procedure, the prograsp forceps instrument would not move, and they had to break the shaft of the instrument with pliers to make its retrieval possible. An additional incision of about 4cm was made. Prior to performing the incision to help retrieve the instrument, the shaft already exhibited breakage due to some force being exerted at that point, with instrument crossing being the most probable cause. An additional incision was performed to address this issue. The cause of the instrument not moving was unknown, but it was most likely due to a broken cable. At the time of the event, the instrument was not grasping tissue. No post-operative tests, such as an x-ray or ultrasound, were performed due to this event. The operation was delayed for around 30 minutes. The total operative time in minutes was not provided. There have been no reports of the patient returning to the hospital due to any post-surgical complications related to this event.